Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set disconnected during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and revealed that the tubing was separated from the male luer. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.